Event description:
It was reported that this right ventricular (rv) lead showed noise when tested in clinic due to interaction with the right atrial (ra) lead in the patient's subclavian vein. This resulted in oversensing of the noise with no asystole greater than two seconds noted. During the scheduled device upgrade procedure, the physician surgically abandoned this lead and implanted a new one. No additional adverse patient effects were reported.